Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by ¿constantly going to the bathroom¿ and vomiting. The cause of the peritonitis was unknown. Eleven days after the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. On an unreported date, the pd catheter was removed and the patient¿s dianeal therapy was discontinued. It was not reported which mode of dialysis therapy the patient was receiving post catheter removal. At the time of this report, the patient remained hospitalized and had not recovered from the peritonitis event. No additional information is available.